Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The replaced touchscreen was returned for failure analysis. It was determined that the resistance values were drifting out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported to be unable to calibrate the touchscreen. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed that the touchscreen was unresponsive. The fse replaced the touchscreen and the problem was resolved.